Event description:
Baxter (B)(4) received a report that one (1) infusor device's bladder ruptured during filling. It is unknown with what the device was being filled with. There was no patient involvement. No patient injury or medical intervention. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one filled sample for evaluation containing no fluid in the bladder. The reported condition of a ruptured reservoir was not confirmed. Visual examination of the sample showed no evidence of rupture. The bladder was completely intact. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4).